Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. This report is related to MDR patient identifiers (B)(6).

Event description:
The customer reported to olympus the single use mechanical lithotriptor v distal guide wire tip was torn during a therapeutic procedure. Procedure was completed after the device was exchanged. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the following: 1) trying to insert the device into the endoscope while using the guide wire. 2) the device was excessively angulated while inserting the guide wire into the guide wire tip. (See fig.1) 3) a load beyond the resistance strength was applied to the guide wire tip. That might have caused the guide wire tip to tear. The event can be prevented by following the instructions for use (IFU) which state: ¿when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip.¿ olympus will continue to monitor field performance for this device.